Manufacturer narrative:
Updated data: b1, b2, b5, added second paragraph, h1, h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, upon deployment to 80%, it was observed that the bottom end of the valve frame interacted with the mechanical valve of the mitral valve. This interaction caused the mitral valve to functionally fail. The decision was made to recapture and withdraw the transcatheter valve from the patient. The procedure was aborted. No patient complications were reported as a result of this event. Additional information was received indicating that the mitral valve could not open and close normally during placement of the transcatheter valve. This led to a drop in blood pressure and ischemia. No treatment or intervention was provided for this issue.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-1623-us (lot: 0012402708); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro transcatheter aortic valve; product ID evolutpro-23-us (serial: (B)(6); product type: 0195-heart valves; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, upon deployment to 80%, it was observed that the bottom end of the valve frame interacted with the mechanical valve of the mitral valve. This interaction caused the mitral valve to functionally fail. The decision was made to recapture and withdrawn the transcatheter valve from the patient. The procedure was aborted. No patient complications were reported as a result of this event.